Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. It was also reported that post insertion patient experienced pain, infection, dyspareunia and urinary problems. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent right retrograde pyelogram, right uteroscopy with stone basket, and right renal extracorporeal shock wave lithotripsy on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).